Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the b30 scope communication error was caused by leakage in the scope connector during user handling, which led to water invasion. Due to the water invasion, electronic parts were damaged which led to the display of the error message; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: IFU states the detection method in bf-xp190, bf-p190 operation manual chapter 3 preparation and inspection. ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed a b30 scope communication error. The issue was observed during preparation for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that: connector body unit was leaking; charged coupled device (ccd) image flickered when angulating; insertion tube was squashed; and reduced angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.